Manufacturer narrative:
The angiosculpt device was not used in the patient; therefore, patient information is not listed. The angiosculpt device was returned in two pieces for lab analysis. Visual examination confirmed the shaft and transition tubing separated proximal to the intermediate bond. The intermediate bond and proximal bond are both damaged. The transition tubing and shaft are both stretched and necked. The evidence observed during lab analysis suggests that the device experienced excessive exertion of force applied by the user.

Event description:
When the balloon was pulled out of the tube, the scoring elements were not connected to the balloon. During prep inflation, the balloon broke when the blue transition tube and scoring element connect. Pulled another angioscore 5040 and used it successfully. Additional information received on (B)(4) 2013: the proximal end of the balloon is where the elements were loose out of the hoop then detached during prep. It was never used in the patient.